Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a procedure, the surgeon was using the device for a laparoscopic left colon resection. Half way into the case the seal cap tore. A second one was used for the next fourth of the case and the seal cap ripped again. This was replaced by a third device to complete the case. There were no patient consequences.